Manufacturer narrative:
Patient death due to lung hemorrhage. Device not reported by hospital staff to have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Reported death of patient from lung hemorrhage less than 24 hours after implant. No other information received. Device was not identified as a contributing factor. No autopsy or explant performed at patient and family's request.